Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq infusion pump alarmed upstream occlusion. This occurred during testing in the biomed service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Correction: d1: brand name, d3: device manufacturer name, d4: model #, d4: unique identifier (UDI) #, g4: combination product. H11: the device was received for evaluation. During functional testing , 'upstream occlusion error' was not reproduced. A review of the history log revealed 'upstream occlusion! '. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. No component could be determined for causality .the ultrasonic sensor calibration will be performed as a precautionary measure. Should additional relevant information become available, a supplemental report will be submitted.